Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the procedure was converted to open laparotomy due to patient anatomy. The customer stated the colon ended up being too long to get a good view of both ends for the staples, so they ended up converting it to open to staple that way. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. .